Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at the display window corner, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of customer's low blood glucose levels. The spouse states the paramedics were call to respond to customer's low blood glucose level of 27mg/dl. The customer's most current level was 250mg/dl. The customer was treated with glucagon. The customer spent the day at the hospital and was then released. The customer request the pump be replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.